Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the resistance was encountered when advancing the subject device (guidewire) into the microcatheter; therefore; it was retrieved and the tip of the subject device was found to be broken. The broken part was able to be retrieved with the microcatheter. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Information provided in the complaint indicated that the guidewire was confirmed to be in good condition after unpacking and during preparation, the device was prepared per the device directions for use (dfu) and continuous flush was maintained. Additional information from the customer reported that the friction contributed to the break. Therefore; based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the reported event as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
It was reported that the resistance was encountered when advancing the subject device (guidewire) into the microcatheter; therefore;it was retrieved and the tip of the subject device was found to be broken. The broken part was able to be retrieved with the microcatheter. There were no clinical consequences to the patient due to the reported event.